Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. The device was restarted and then displayed an "internal comm failure -1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no display" was not replicated or confirmed. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The report of "internal comm failure-1474" was observed during review of the device data logs. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. An internal inspection of the device found no abnormalities. A system interconnection ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.